Manufacturer narrative:
Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction when wearing the comfort splint mouthguard. The patient started to experience irritation shortly after wearing the mouthguard. Upon experiencing the reaction, the patient discontinued wearing the mouthguard and reported to the dentist. No treatment was given for the reaction/irritation. The patient has no known medical pre-existing condition or allergy. The dentist did not make any adjustment to the mouthguard prior to delivering to the patient. The mouthguard was cleaned with water prior to delivering to the patient.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was returend in a very clean condition. The case was also returned in a good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.